Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured intermittent power cable disconnect alarm events that did not indicate a power source exchange. According to the voltage values, there was an intermittent loss of the battery fuel gauge voltage value when the system was supported on 14v battery power. The intermittent alarm event was not captured when connected to the mobile power unit. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop, while connected to the power module via a power module patient cable, without any notable event captured in the history event screen. Electrical measurements of the underlying wires did not reveal any short, severed, or conductor breakdown condition that could potentially be related. A root cause of the unexpected power cable disconnected alarm event captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6)2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported a few power cable alarms without any action from the patient. The patient underwent a controller exchange which resolved the alarms.